Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump user was hospitalized and requested a pump return. User was not in the tandem system and pump serial number was not a valid number. User did not provide further information regarding the event. Reporter disconnected from call with tandem technical support.